Event description:
Per the clinic, the patient developed a post-operative infection. The patient underwent revision surgery (type and date not specified) and the patient was fitted with a longer abutment.

Manufacturer narrative:
(B)(4). Implanted device remains.